Event description:
The pump was returned for investigation. Investigation revealed evidence of contamination under key contacts and a display failure. This report is made based on results of investigation completed on 05/02/2014. There was no adverse event associated with this complaint.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 05/02/2014 with the following findings: during investigation, evidence of contamination was found under the contrast and up arrow key contacts. The display screen was dim and discolored. The keypad button symbols were worn, which has no effect on insulin delivery. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(6).